Event description:
No additional event information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unk rafobacin cement; unknown item and lot #. G2: foreign: denmark. Literature: sebastian breddam mosegaard,anders odgaard, frank madsen,lone rømer,per wagner kristensen, tobias dahl vind, kjeld søballe, maiken stilling (2023). Comparison of cementless twin-peg, cemented twin-peg and cemented single-peg femoral component migration after medial unicompartmental knee replacement: a 5-year randomized rsa study. Archives of orthopaedic and trauma surgery (1-15). Https://doi.org/10.1007/s00402-023-04991-y. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient from the cemented single-peg group had a revision surgery between the 2-5 year follow-up due to bearing dislocation. Due diligence is in progress for this complaint; to date no additional information has been received.